Event description:
It was reported that this pacemaker recorded a pacemaker mediated tachycardia (pmt) event with retrograde time was 320 milliseconds. The patient performed treadmill test. The atrio-ventricular delay (avd) and post-ventricular atrial refractory period (pvarp) were both changed. Technical services (ts) assessed and stated that the minimum pvarp should be 350 ms and programming option is limited to adjusting maximum tracking rate or avd. As of this time, this pacemaker remains in service. No adverse patient effects were reported.